Event description:
In both cases, the lead wire broke. Pt felt shocks and would pass out or collapse. MFR has not offered any reason for these 2 device failures. Has third pacemaker now implanted. Does not participate any high risk activities that would lead to failure.